Event description:
It was reported that after a percutaneous transluminal coronary angioplasty, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, after suture deployment, as the knot was being advanced to the vessel, the suture broke. A guide wire was inserted into the vessel, the suture was removed, and a second proglide was attempted. After advancing the knot to the arterial surface, bleeding continued. Manual arterial compression and a mechanical compression device were use to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Possible contributing factors for continued bleeding after advancing the knot to the arterial surface include, but not limited to, incorrect operator deployment techniques, manufacturing deficiencies, and challenging anatomical conditions. The instructions for use provides for the optimum procedure to ensure successful delivery of the suture. The operator was reportedly trained in the use of the proglide device. There was no reported information to indicate that the product experience was influenced by incorrect operator deployment techniques. During manufacturing each device is inspected to include the way the suture is loaded onto the device. The procedures provide for an integral suture that is within the device correctly. It was reported the suture was deployed and the knot was advanced to vessel. With the inspections of the suture in place, the lot acceptance testing to verify quality of the lot build, and reported information of a suture delivery without other observations; there is no indication of a manufacturing deficiency. A femoral angiogram performed revealed no calcification, tortuosity, or scarring at the access/groin site. There was no reported information to indicate that the product experience was influenced by challenging anatomical condition. Additionally, the proglide instructions for use do not indicate any patient conditions associated with continued bleeding after advancing the knot to the arterial surface. The investigation could not conclude an incorrect operator deployment technique, manufacturing deficiency, or any challenging anatomical condition to the reported experience. Therefore, the cause of this event cannot be determined from the reported information. A query and review of the complaint handling database was not performed because the device lot number was not reported and the device was not returned. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. A product quality deficiency was not noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information. Device #1 proglide is being filed under a separate manufacturer report number.